Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned and investigated. The reported detachment of device component (clip inner components) and detachment of clip was confirmed as the clip and its inner components were not returned for analysis. The reported difficult removing the clip delivery system from the steerable guiding catheter could not be replicated in a testing environment due to the clip and its inner components were not returned. The reported physical resistance with the anatomy could not be replicated in the testing environment as it was related to patient/procedural conditions. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents reported from this lot. The reported patient effect of foreign body in patient as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The mitraclip instructions for use states that the mitraclip nt system is intended for reconstruction of the insufficient mitral valve through tissue approximation. All available information was investigated and the reported physical resistance appears to be related to user technique due to the user inverting the clip to retract to the right atrium. The reported mechanical jam, difficult removing the cds, and detachment of clip was a result of the clip caught on chordae; therefore, is attributed to procedural condition. In regards to the detachment of the clip inner components, it is possible that after removal of the clip, the components dropped off the gripper line at the site; however, this cannot be confirmed. The foreign body in patient was a result of the detachment of the device component; therefore, attributed to procedural condition. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The steerable guide catheter referenced is filed under a separate medwatch report number.

Event description:
This is filed to report that the clip could not be closed during use. It was reported that this was a mitraclip procedure to treat severe tricuspid valve regurgitation (tvr). The clip delivery system (cds) was advanced to the tricuspid valve. During positioning, the clip was inverted to be retracted to the right atrium, but became caught on chordae. Standard troubleshooting was performed, and the clip was freed successfully, with no damage. An attempt was then made to close the clip, but the clip would not close and was stuck open at 60 degrees. At this point, it appeared that the clip was separated from the mandrel, and was hanging loosely at the end of the cds. The cds was removed with the gripper and lock lines left in place. A snare was used to flip the clip so its end was pointing into the steerable guiding catheter (sgc). There was some resistance noted with the tip of the sgc as the clip was in an open position. The sgc was then retracted to the groin, with the clip just at the guide tip. A partial cut down procedure was performed and the clip was successfully removed. It was suspected that the sgc tip was torn due to the interaction with the clip, but this was not confirmed. Additionally, after the clip was removed, it was suspected that the harness was missing. No further clips were attempted and the procedure was discontinued. The patient remains stable. No additional information was provided.